Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between HeartMate 3 Left Ventricular Assist System (LVAS), serial number (b)(6), and the reported patient outcome could not be conclusively established through this evaluation. The reported Low Flow alarms could not be confirmed through this analysis as no Log Files were submitted for evaluation.The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.The HeartMate 3 Left Ventricular Assist Device (LVAS) Instructions for Use (IFU) and the HeartMate 3 Patient Handbook are currently available. The current revision of IFU and Patient Handbook can be found on the eIFU page of the Abbott website.Section 1 of the IFU, ¿Introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the HeartMate 3 LVAS.Section 1 of the IFU, ¿Introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿HeartMate Touch Communication System¿, describes the Pump Flow Display and the Hazard Alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (LPM), a Low Flow status is posted to the Log File. If the flow remains below 2.5 LPM for 10 seconds, a Low Flow Hazard alarm is triggered. Section 7 of the IFU, "Alarms and Troubleshooting", and Section 5 of the Patient Handbook, "Alarms and Troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, Section 8 of the Patient Handbook, ¿Handling Emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs.No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The death was not considered to be device related, and the device was reported to have operated as expected. The patient was converted to comfort measure only per family request. The patient was experiencing Low Flow Alarms due to patient adverse event. These were not considered to be device related. The patient was bleeding and placed on Extracorporeal Membrane Oxygenation (ECMO).